Event description:
On (B)(6) 2013, the lay user/patient's spouse contacted lifescan alleging that the patient's onetouch verioiq meter would display an "error 4" message. Per the owner's booklet, this message appears if not enough blood or control sample was applied or more was added after the meter began to count down, the test strip may have been damaged or moved during testing, the sample was applied improperly, or there is a problem with the meter. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter and patient on (B)(6) 2013. At the time of the follow-up call, the reporter informed the mss that the error message began to appear during the beginning of (B)(6) 2013 and confirmed it was intermittent. The patient's spouse confirmed that the patient would be able to obtain a blood glucose reading when she retested with a new strip; however, sometimes, it took several attempts before obtaining a result. The patient manages her diabetes with insulin. The patient did not make any adjustments to her usual diabetes management due to the meter issue. The patient informed the mss that on an unspecified date, she attempted to test because she felt she was going "low". The patient reported feeling shaky and irritable. The patient claimed it took her about 17 attempts before she was able to obtain a blood glucose reading with the subject meter that was in the "50's mg/dl". In response to symptoms and low result, the patient treated self with food and/or drink. At the time of troubleshooting, the customer care advocate noted that the patient was using test strips that were within their expiration date and had not been opened past their discard date. The reporter also confirmed that at the time the patient obtained the error message, the test strip completely drew in the blood sample. The alleged issue remained unresolved. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the alleged meter issue caused and/or contributed to this serious injury. The patient reported that she was symptomatic prior to when she attempted to test with the lfs device. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.